Event description:
The customer reported that his blood glucose rose to 301 mg/dl about 2 hours after the pod was activated. When he removed the pod, he noticed that the cannula never injected into the skin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to inject the cannula or to determine any root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.